Manufacturer narrative:
The reported issue was confirmed. Evaluation revealed that the reported issue was not manufacturing related. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported that we were in the middle of a case when the surgeon requested the 8.5 mm reamer upon pulling the reamer out the scrub tech noticed the outside coil was coming off. The surgeon ended up using the 9.5mm reamer and completed the case successfully.

Event description:
It was reported that we were in the middle of a case when the surgeon requested the 8.5 mm reamer upon pulling the reamer out the scrub tech noticed the outside coil was coming off. The surgeon ended up using the 9.5mm reamer and completed the case successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.